Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient.(B)(4).

Event description:
Treatment of an ophthalmic aneurysm. It was reported that two pipelines were implanted in the patient, but the distal ends were not fully opened. The physician prepped a balloon in order to angioplasty the pipelines but could not get the balloon guidewire pass the distal ends of the pipelines. The physician then reviewed the angiograms and was happy that both pipelines were fully deployed. Same event as MDR# 2029214-2012-00601. No other complications were reported with the patient as a result of the procedure.